Event description:
Reported by the complainant as follows: a female patient was admitted in late 2008, with diagnosis of community acquired pneumonia/sepsis. Flexiseal fms inserted in early 2009, for diarrhea. Colonoscopy just prior to insertion showed no anal ulcer. Rectal bleeding noted at the end of the same month. Fms removed. Repeat colonoscopy after removal showed anal ulcer.